Manufacturer narrative:
H10 h2, h3, h6: the reported 1.5 guidewire, intended for use inn treatment, has not been returned for evaluation. A review of the device history records and quality records associated with this manufactured lot confirmed that no additional complaints have been filed and that no abnormalities were reported with this product lot during manufacture, however a trend of this nature has been observed with this product in the field, prompting a design change which will remove the silicone caps and replace them with tpu sleeves to prevent this issue going forward.

Event description:
It was reported that during a shoulder arthroscopy, it was found that the plastic protective slip of the wire guide was stuck. The procedure was successfully completed without a significant delay using a back-up device. No patient injury or other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.